Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pharyngitis, viral syndrome, neck pain, torticollis, muscle spasms, urticaria, back pain, vaginal discharge, paraesthesia upper limb, vaginitis, eye redness, (B)(6), hives, anemia, urinary tract infection, hematuria and flank pain. Denies new exposures. Denies dysuria frequency/urgency. Denies pregnancy. She denies ever having any chest tightness or sob despite what triage nurse documented. Patient denies chest pain, tightness, sob, orthopnea. She denies any fever, chills, nausea or vomiting. Concurrent conditions included menometrorrhagia and endometriosis. Concomitant products included diazepam (valium), hydrocortisone and naproxen since 2013. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), rash ("rashes or skin conditions type") and visual impairment ("vision/ eye problems"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), heavy menstrual bleeding ("menorrhagia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and eye disorder ("vision/ eye problems"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, anxiety, migraine, headache, dysmenorrhoea, eye disorder, rash and visual impairment outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, dysmenorrhoea, eye disorder, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, rash, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Bilateral essure devices in appropriate position. Neither fallopian tube opacified, compatible with successful essure procedure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; headache, migraine most recent follow-up information incorporated above includes: on (B)(6) 2022: case became serious incident . Removal details (surgery type & date ) were added. Action taken with drug updated. Patient & medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.